Manufacturer narrative:
Checking the dhrs of the lot # involved in the complaint, no pre-existing anomaly was found on the items manufactured with lot# 1707294. This is the first and only complaint received on this lot #. A final MDR will be submitted once the investigation will be concluded.

Event description:
Revision surgery of patient's right shoulder performed on (B)(6) 2019 due to loosening of the glenoid component tt hybrid cemented glenoid small (product code 1379.59.110, lot# 1707294 - ster. 1700199). According to the reported information, the glenoid was loose from the underlying bone. The following components were removed: tt hybrid cemented glenoid small (product code 1379.59.110, lot# 1707294 - ster. 1700199). Smr humeral head 46 mm (product code 1322.09.460, lot# 1703637 - ster. 1700163). Smr ecc.adaptor taper standard (product code 1330.15.272, lot# 1705382 - ster. 1700190). Smr finned humeral body (product code 1350.15.110, lot# 1704551 - ster. 1700157) the implant was converted to reverse. Previous surgery took place on (B)(6) 2017. Patient is a male. Event happened in the us.

Manufacturer narrative:
Checking the dhrs of the lot # involved in the complaint, no pre-existing anomaly was found on a total of n.30 tt hybrid glenoid manufactured with lot# 1707294. This is the first and only complaint received on this specific lot #. Unfortunately, we have very few info available for this case: · no pictures of the explants; · no x-rays; · no explants to be returned for further analysis. Based on the above, no further investigation is possible. We are only aware that patient has also a prosthesis (smr reverse prosthesis) in his left shoulder. We can reckon manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests with no manufacturing deviations were reported. Case not product related. Pms data: (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Lima corporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Revision surgery of patient's right shoulder performed on (B)(6) 2019 due to loosening of the glenoid component tt hybrid glenoid (product code 1379.59.110, lot# 1707294 - ster. 1700199). According to the reported information, the glenoid was loose from the underlying bone. The following components were removed: · tt hybrid cemented glenoid small (product code 1379.59.110, lot# 1707294 - ster. 1700199). · smr humeral head ø46 mm (product code 1322.09.460, lot# 1703637 - ster. 1700163). · smr ecc.adaptor taper standard (product code 1330.15.272, lot# 1705382 - ster. 1700190). · smr finned humeral body (product code 1350.15.110, lot# 1704551 - ster. 1700157). The implant was converted from smr anatomic to smr reverse prosthesis. Surgeon satisfied with the final implant. To date, no issue encountered with the smr reverse prosthesis in place. Previous surgery took place on (B)(6) 2017. Patient is a male, 61 years old. Event happened in the us.